Event description:
A report was received through technical services that the patient was in the hospital after receiving seven shocks. There was noise on the ventricular lead, and pacing impedance had increased from 500 ohms to 900 ohms in a two week period. Information regarding the final disposition of the lead has been requested, but has not been received. No patient complications have been reported as a result of this event.